Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The device guidestop had broken and disassembled from the device, posing the risk of a small component being lost in a surgical site, during a procedure at the user facility. The procedure was completed successfully. There was no delay, no medical intervention, and no adverse consequences.

Event description:
The device guidestop had broken and disassembled from the device, posing the risk of a small component being lost in a surgical site, during a procedure at the user facility. The procedure was completed successfully. There was no delay, no medical intervention, and no adverse consequences.